Manufacturer narrative:
The device manufacture date for this product is april 30, 2010.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator displayed a white action light and a blank screen. A boston scientific company representative verified that the communicator will be returned for product analysis. The product was deactivated. No adverse patient effects were reported.